Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated, and the first two sizes and pressures were performed, and everything appeared normal. As the pressure was increased to 18 mm size, before they achieved the pressure, the balloon burst in between 16.5 mm and 18 mm. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with a second cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found a longitudinal tear on the balloon. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not able to be confirmed. The longitudinal tear found in the balloon could have been interpreted by the customer as the reported event of balloon burst. This problem is likely to have occurred due to factors encountered during the procedure such as excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. It is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon causing a longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon was inflated, and the first two sizes and pressures were performed, and everything appeared normal. As the pressure was increased to 18 mm size, before they achieved the pressure, the balloon burst in between 16.5 mm and 18 mm. It was reported that no pieces of the balloon detached inside the patient. The procedure was completed with a second cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.